Event description:
It was reported that the ilet¿s display screen was cracked to the extent that the touchscreen was unresponsive, confirmed by a photo provided by the user; a replacement device and protective case were arranged for overnight shipment, and the user planned to use backup therapy until receipt. Symptoms included no injury and no clinical adverse events. Outcomes included no hospitalization and continued glucose monitoring using the cgm app or receiver. Investigation included remote troubleshooting, confirmation that the device could be shut down, and instructions to sync data to the mobile application prior to return. Investigation of this case revealed physical damage to the display assembly consistent with user-reported impact, resulting in loss of touchscreen function without device alarms. It was concluded, based on previously established findings for similar reports, that the cause was product damage due to external mechanical impact.